Event description:
Customer had their ears pierced in a retail store with the inverness ear piercing system. The customer sought medical treatment for an infection and was prescribed a course of treatment.